Event description:
On (B)(6) 2013, (B)(6) (distributor of device) reported: "following bilateral breast revisions with fat grafting to both breasts using the revolve, on (B)(6) 2013, the pt presented with redness to the chest on (B)(6) 2013. On (B)(6) 2013, fluid was aspirated for culture testing. Culture tests showed grew peptostreptococcus and corynebacterium. Since hospital was unable to run sensitivities, the pt was placed on oral antibiotics and the infection progressed. On (B)(6) 2013, the pt was admitted for IV antibiotic therapy (augmentin) and serial aspirations. After sensitivities were performed at the mayo clinic, tests showed that the microorganisms were sensitive to penicillin. Through aspirations and augmentin, the infection resolved." On (B)(6) 2013, (B)(6) rec'd pt-identification-redacted communication from physician: pt " ...was infected directly from the fat graft reservoir in the operating room.. We have come to learn that the suction used in the rinsing process of the fat graft can cause reflux from the lipo aspirate reservoir back to the fat graft reservoir... We have taken steps to solve this."

Manufacturer narrative:
(B)(6) md spoke (B)(6) 2013: dr (B)(6) stated this infection is not a design or sterility issue with the revove device. Lipo machine in the operating room was broken/malfunctioning; waste bag inside the waste canister would collapse and pool waste at the top and then overflow. Lip machine in the operating room replaced; vacuum for tissue wash is now provided via wall vacuum into a separate solid waste canister rather than lipo machine: no further issues. Dr. (B)(6) indicated the vent port was closed during washing, in conflict with the instructions for use. Use of facility-provided vacuum tubing resulted in a too-short connection between wast canister and device, contributing to potential for reflux into device. Method: gid tested sample from different lot, no failure detected during testing; this testing specifically addressed ingress of unwanted fluid; no device problem identified. Gid reviewed sterilization records and processes; no issues identified. Results: device functioned as designed. Conclusion: physician reported vent port closed during wash, contrary to instructions for use; failure to follow instructions. Use of facility-provided vacuum tubing rather than supplied tubing; device modified. The reported infection not related to the sterility or performance of the device. Physician believes likely source was malfunctioning lipo machine. Facility has removed the malfunctioning lipo machine and modified internal procedures regarding use of the device. Facility does not record lot numbers; all revolve devices sent to facility from lots 10273, 10244, 10230. On (B)(4) 2013 (B)(6) reviewed processing history for each lot; all lots within specified sterilization parameters, all sterile barrier seals were acceptable for quality release; no process deviations revealed.